Event description:
It was reported that the device cannot short out lock level 2 can't remove while testing. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. There was no evidence of the reported problem in the event log. A functional test was performed, and the reported failure was not replicated. The root cause of the event cannot be established. The remote dose connector and keypad assembly will be replaced as a preventative measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.